Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the actual device was returned for evaluation. The device was evaluated and the reported condition that the adapter did not hold the actis broach adapter securely during use was confirmed. An assessment was performed and it was determined that the locking mechanism was popping up during use. It was determined that the assignable root cause of this condition was due to be improper construction and design. It was noted that the adapter was in pre-design change, the design change removed material from two different surfaces to improve the latching mechanism by allowing the leaver to travel further when closing to address this issue. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pretest, the adapter device would not hold the actis broach adapter device securely. It was noted that the device failed locking hatch assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.